Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed a broken tip, with the device dome detached and exposed wires. The dome was not returned for analysis. Evidence of stress marks on the pebax was observed. No other damage or anomalies were identified during testing. It is unknown when the dome issue occurred, as the customer was contacted and no additional information regarding the event was available. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer cannot be confirmed due to returned device condition. The potential cause could be related to the manipulation of the device during or after the procedure; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following recommendations: do not scrub or twist the distal tip electrode during cleaning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and an alert code 106 was displayed after the catheter was plugged into the carto, and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on the patient and the catheter was not used in patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed a broken tip with the detached dome, and exposed wires. The dome was not returned for analysis. This finding is MDR reportable.